Event description:
It was reported that the system 7 sagittal saw was overheating during testing or setup prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 sagittal saw was overheating during testing or setup prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The original reported event, device runs rough and heats up, was confirmed. Through inspection, the reported comment was duplicated, as blade whip was detected and the head assembly got warm after making multiple cuts with the device. Upon disassembly, the drive link was found to be loose. The drive link was replaced along with other preventive maintenance, and the repaired handpiece was returned to the customer. A drive link loose on the blade mount base failure can affect device functionality and cause or contribute to the blade whip and high amp symptoms, which can lead to the device heating up.